Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during a procedure for the dilatation of an esophageal stenosis. The procedure was performed on (B)(6) 2012. According to the complainant, during deflation of the balloon after dilatation of the target site was performed, the balloon would not deflate. As a result, the endoscope and balloon were removed together. Outside the patient, it was attempted to deflate the balloon by application of direct pressure with the physician's hand, however, the device still could not be completely deflated. Therefore, the catheter was cut in order to remove it from the endoscope. It was reported that the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during a procedure for the dilatation of an esophageal stenosis. The procedure was performed on (B)(6), 2012. According to the complainant, during deflation of the balloon after dilatation of the target site was performed, the balloon would not deflate. As a result, the endoscope and balloon were removed together. Outside the patient, it was attempted to deflate the balloon by application of direct pressure with the physician's hand, however, the device still could not be completely deflated. Therefore, the catheter was cut in order to remove it from the endoscope. It was reported that the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device was performed. The catheter shaft was found to be kinked and cut near the balloon. The balloon could not be inflated or deflated due to the damage to the catheter. The reported event that the balloon could not be deflated could not be confirmed. However, balloon deflation issues can occur due to procedural or anatomical factors encountered during the procedure which limit the performance of the device (e.g. Tortuous anatomy). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.